Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose level was 255 mg/dl. The customer reported that they had been flushing out air bubbles since then. The customer declined to troubleshoot for air bubbles. The reservoir will not be returned for analysis.